Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due the device failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). The device passed the homechoice return instrument test / evaluation (rite) functional test but failed the rite electrical ground bond test. The rite electrical test failure ground bond failed performance specifications was not confirmed by review of the logs but is automatically confirmed. A continuity test between the power entry module and the door post ground revealed the ground bus resistance was out of specification. The setscrew on the door post was tightened and the ground bus resistance reading measured within ground bond specification. The assignable cause for rite test failure - ground bond was determined to be a loose setscrew on the door post. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The hc device to be forwarded to service for correction and the door post to be scrapped. Refer to the evaluation report for further details.